Event description:
It was reported that the stylus cursor and the contact point for the stylus pen remained about 1.5 inches apart on the programmer's display screen, making it nearly impossible to accurately navigate. Multiple attempts at running the stylus disk did not resolve the issue. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the stylus cursor and the contact point for the stylus pen remained about 1.5 inches apart on the programmer's display screen, making it nearly impossible to accurately navigate. Multiple attempts at running the stylus disk did not resolve the issue. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the overlay screen cursor was not tracking with the stylus pen and therefore the bezel assembly was replaced. The stylus pen and associated screen were calibrated. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID r2067 radiofrequency programmer head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.